Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to the into the hospital on (B)(6) 2021. Customer blood glucose level was 733 mg/dl when admitted to hospital. Customer stated that they did not receive any alerts that she was going high blood glucose and they changed sensor, infusion set, reservoir, and insulin and then noticed that blood glucose started to elevate into the 400's. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was treated with insulin pump and intravenous insulin drip. Customer stated that they felt extremely thirsty. The customer alleged the insulin pump was possibly under delivering insulin because customer stated they delivered boluses but blood glucose kept elevating. Customer stated that they did not receive either high sensor glucose nor auto mode max delivery. Customer stated that insulin pump was exposed to x radiation. Customer stated that insulin pump successfully passed all steps in displacement test and high pressure test. Customer also stated that insulin pump received insulin flow block alarm after performing high pressure test. Customer was assisted with troubleshooting for high blood glucose the device will not be returned for analysis.